Event description:
It was reported that approximately 94 months after a right total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear and osteolysis of the femoral component. Revision surgery operative notes were provided. The surgeon performed a revision of the tibial polyethylene and femoral component. There were no surgical complications; however, at the end of the case during closure, the patient went into cardiopulmonary arrest. The patient was kept intubated and taken care of by anesthesia for transfer by squad. No additional information is available.

Manufacturer narrative:
D10: (B)(6) - 02-012-45-4040 - logc tibial fit tray cem sz 4f / 4t; (B)(6) - 200-02-35 - three peg patella 35mm; (B)(6) - 204-34-02 - fluted stem extension 25l x 14 mm; (B)(6) - 204-70-00 - tibial stem ext. Screw. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2023-01444. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, osteolysis, and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and further patient medical history was not available. The cause of the reported cardiac arrest cannot be determined but there is no indication of a relationship with the devices; however, cardiovascular risks associated with general surgery are noted in the product labeling (IFU 700-096-004 rev t). If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.